Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a low anterior resection, it could not create an anastomosis at first firing. The knife did not move and would not staple. Another device was used to complete the case. There were no pt consequences.